Event description:
It was reported that the pump touch screen was on, but the displayed remained black. There was no reported adverse impact. No additional information was provided. Customer was unable to be contacted for troubleshooting.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.